Event description:
The account reported that the CPR release handle is not releasing the head section to a flat position.

Manufacturer narrative:
The tech replaced the head actuator to repair the bed.